Event description:
It was reported that the customer was experiencing no delivery alarms. The customer's blood glucose was unknown. The customer stated that the alarms occurred during manual prime and happened four to five times within the span of two months. Troubleshooting could not be performed because the alarm was a past event. Advised to call back when the alarm was occurring in order to troubleshoot properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.